Event description:
It was reported that during a right lower lobectomy, the surgeon pulled the trigger four times and the device would not fire a complete staple line; plus it did not return the knife blade when the manual release button was pushed. The handle was not doing anything; like it was being fired into air. An ec60 was put to the left of the device stuck on tissue and device was cut out. The ec60a then opened after the removal of the device, by itself. The tissue was bunched up in the middle of the cartridge as the knife did not reach the distal end. Another device ec60 was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.